Manufacturer narrative:
Correction: patient identifier. H 10: the customer reported - leaking at pump. One sample of material 2426-0007, lot number 25103009 was received. Upon initial visual examination, the set verified the complaint of leaking, and the tubing that is supposed to be inserted and created a watertight connection into the lower fitment of the pump, was not attached correctly. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the leakage to be related to incorrect solvent application by the assembler. Corrective actions were implemented to prevent recurrence.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.